Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was stuck during startup, and unable to complete the boot process. There was no patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to confirm the failure. The executive processor board display showed f0. A software reinstallation was done and so was device calibration. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Event site postal code: (B)(6).